Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as many open wounds and blisters all over the body under the equipment as the patient is paralyzed and bedridden. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the wound improved.